Event description:
It was reported that a pocket revision was performed due to a hematoma which would not resolve. During the procedure, the device experienced a power on reset due to the atrial rate limit. Due to the reset, wireless telemetry was no longer available. The device parameters were reset. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Two - pors for atrial rate limit, on (B)(6) 2012. One - patient alert for device circuit error on (B)(6) 2012.